Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a high result for albt2 tina-quant albumin gen.2. The initial albumin result was 50 mg/l. The sample was repeated with results of 20 mg/l and 20 mg/l. There was no allegation of an adverse event. The erroneous result was not reported outside of the laboratory. The albt2 tina-quant albumin gen.2 reagent lot was 253367 with an expiration date that was not provided. The pressure on the gear pump was adjusted and a field service representative was dispatched to replace the gear pump head.

Manufacturer narrative:
The field service representative (fsr) replaced the worn gear pump head and confirmed the module was running within specification. The issue was resolved by the service activities performed by the fsr. The customer has had no further issues.